Event description:
It was reported that a malfunction alarm occurred, displaying malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the problem happened again, which they understood.